Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient had been unable to charge their implant for the past 4 to 5 days. The last time they successfully charged their implant was 5 days ago. They initiated a charging session with their implant and saw the "reposition antenna" screen. The patient then connected with their patient programmer and saw the "poor communication" screen. Additional information received from the patient. It was reported that the patient met with a representative and they were not able to get the patient's ins charging/working. They needed their ins replaced. The patient was supposed to hear back about a surgery date but they hadn't heard from anybody. The patient noted that their battery "expired" and was dead. They needed the battery changed and were waiting for a response; the patient was waiting for surgery and noted that nobody was responding to them. They were unhappy and had been without pain relief for too long.

Manufacturer narrative:
Date of event: date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.